Manufacturer narrative:
In further review of the file, the initial MDR was sent in error. The intraocular lens (iol) did not have contact with the patient. Therefore, the lens was not partially delivered as reported. The event is reassessed as not reportable and no further information will be provided under manufacturing report number: 2648035-2019-01045. The following section has been updated accordingly: patient code: 2645. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. If implanted; give date: not applicable as the lens was not implanted. If explanted; give date: not applicable as the lens was not implanted. Device evaluation. The product was not returned to the manufacturing site; therefore, an investigation could not be performed and the customer's reported issue could not be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this production order number has been received. Based on the results of the investigation, a product deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) became stuck in the cartridge and had patient contact. No patient injury was reported. No further information was provided.